Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. The insulin pump was switched off and turned on again and the customer received a battery alarm that the customer was unable to clear. No further information reported.

Manufacturer narrative:
Insulin pump had corrosion on keypad traces. Button response functioned properly. Insulin pump had minor scratches on lcd display window, cracks on the reservoir tube lip and cracked on belt clip slot.